Manufacturer narrative:
(B)(4). Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device explant procedure due to elective replacement indicator (eri), short circuited device was noted. A new device was implanted. The patient¿s condition was not known throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.